Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly customer reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. Customer¿s blood glucose level was 508 mg/dl. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.